Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary. Intervention was not required. There was nothing unusual about the patient or procedure itself which led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user has been performing for several years and was trained by a given representative. The user is not sure what caused the failure to attach.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient's esophagus. One bravo ph capsule was returned and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.